Manufacturer narrative:
E1: patient city: brampton. Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 24-jun-2024, it was reported that the patient was hospitalized due to high. The patient's blood glucose level was 579 mgdl. The patient was hospitalized for 24 hours, and patient had headache weakness thirst at the time of hospitalization. The patient had ketones. No further information available.